Manufacturer narrative:
Medtronic received the following information entitled; use of endoanchors during index endovascular aortic aneurysm repair in patients with hostile proximal aortic neck anatomy sivak j, suchac m, daxner m, kmetkova k, sykora j, zapletalova j, zelenak k,  bratisl lek listy. 2024;125(6):347-353.  Doi: 10.4149/bll_2024_52. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a single center retrospective study ¿ use of endoanchors during index endovascular aortic aneurysm repair in patients with hostile proximal aortic neck anatomy¿ . 24 patients were included in the study . The median follow-up period was 22.5 months. The following medtronic devices were used: endurant ii and endoanchors among the patients the following device product performance issues included: inaccurate delivery, ia endoleak, ib endoleak, iiia endoleak the following adverse events included: ischemia, thrombosis, aneurysm enlargement no aneurysm related deaths occurred during the follow-up period no further information was provided pertaining to medtronic products.